Event description:
It was reported that patient presented for magnetic resonance imaging (MRI) procedure. Patient gone into magnetic resonance imaging (MRI) zone and upon interrogation, it was noted that implantable cardiac defibrillator (ICD) gone into backup mode. Programming changes were made resolving the issue. Patient condition was stable.